Event description:
Reamer contacted with bone pin which was placed in tibia. Implant was inserted. But implants which were placed in tibia and femur were removed during curing of cement because these implants placed internal rotation. At that time, posterior thigh bone and anterior tibia were fractured. Additional information: the reamer and pin contacted, causing it to ream toward a place it wasn't supposed to be which caused the internal rotation. X-ray shows there was no fracture located at the tibial bone pin site.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding intraop fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Reamer contacted with bone pin which was placed in tibia. Implant was inserted. But implants which were placed in tibia and femur were removed during curing of cement because these implants placed internal rotation. At that time, posterior thigh bone and anterior tibia were fractured. Additional information: the reamer and pin contacted, causing it to ream toward a place it wasn't supposed to be which caused the internal rotation. X-ray shows there was no fracture located at the tibial bone pin site.